Event description:
It was reported that the hospital bed accidentally ran over the pneumatic hose of the maestro drill and caused a cut in the outer sheath. This event occurred when the pt was being taken out of the room. There were no adverse consequences alleged with this vents.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.